Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka).

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was pulling and reusing insulin out of the cartridge. Tandem technical support (cts) informed customer that pulling and reusing insulin out of the cartridge is off label per the tandem user guide. Customer resolved the issue by using fresh insulin and resuming insulin therapy. No reported impact to the customer¿s blood glucose level.